Manufacturer narrative:
The pipeline flex with shield has been returned and evaluation is in progress. A follow-up MDR will be submitted when investigation is complete. D. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-425-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline failed to open at the proximal and middle section. Device sized using 3d imaging. Difficult access resulting in buddy wire technique to position microcatheter. The anatomy was moderate in torturous (grade 3 ica). The pipeline was deployed distal and across the aneurysm neck. However, the stent would not open across the siphon. The pipeline stent appeared to elongate beyond the expected landing zone. The device was manipulated to attempt to correct without success. More than 50% of the ped had been deployed when it failed to open. The device was re-sheated more than 2 times. Therefore, the devices were removed. A shorter pipeline with the same diameter used with success. The aneurysm was unruptured, in the distal internal carotid artery (ica) and saccular. The max diameter was 4mm and the neck was 3mm. The landing zone was 3.5 mm and the proximal was 4mm. A continuous flush was maintained during the procedure.

Manufacturer narrative:
The pipeline flex with shield was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex shield braid fully opened and moderately frayed. In addition, the middle section of the pipeline flex shield braid fully opened with no damage. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. It is possible that the "patient's vessel tortuosity" may have contributed to the failure to open issues. The damage on both ends of the pipeline flex braid is likely the result of the re-sheathing the device more than recommended two times. Based the analysis findings, the complaint could not be confirmed. The event cause could not be determined as the returned pipeline flex shield braid appeared to be fully opened and moderately frayed at both ends. The damage on both ends of the pipeline flex braid is likely the result of the customer re-sheathing the device more than recommended two times. Possible contributing factors of "failure to open" include patient's vessel tortuosity and damage to the pipeline flex braid. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The pipeline flex with shield embolization device is fully re-sheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.